Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx laa closure device & delivery system (wds) were used. The laa morphology was complex. During the procedure, the operation was difficult as the closure device had difficulty being retrieved and readjusted. The physician then decided to abort the procedure. No patient complications were reported, and no further intervention is planned.